Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 4.2, inratio: 1.9, inratio: 4.6, mean: 3.57, sd: 1.457, %cv: 40.86, result: fail; (B)(6) 2011, 2.8, 2.5, mean: 2.65, 0.212, 8.00, pass. Since %cv is greater than 20% for the initial testing, inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for prothrombin time/inr testing. No product associated with the complaint is expected for return. Retained strip testing of reported lot #247451 is required. In-house testing has been performed (B)(4) 2011 with passing results as follows: donor: #1, inratio: 2.2, inratio: 2.1, inratio: 2.3, mean: 2.2, sd: 0.100, %cv: 4.55, result: pass; #2, 4.2, 3.7, 4.2, 4.03, 0.289, 7.16, pass. Both donors %cv are below 20%; precision criteria has been met. No further testing is needed. Pt's medication may have contributed to unexpected results. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot #237418 was assigned and packaged into three strip lots (#24745 and #247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, 1st inratio: 4.2, 2nd inratio: 1.9, 3rd inratio: 4.6; (B)(6) 2011, 2.8, 2.5. Different finger-stick each time.